Event description:
The suspect device result was 400 mg/dl. The user dosed insulin and then their glucose dropped to 60 mg/dl. Their co-workers had to give them sugar and two sodas. Controls were not used. The device was replaced and requested to be returned for evaluation.